Event description:
It was reported that when you push a number on the key pad it gives you something form the number 2 button as if the number 2 is stuck. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the following keys to be inoperable: #2, (.), #4, #5, #6, #7, #8, and #9 caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #2 key will occur following and selected key's function (e.g. When the #1 key is pressed 12 will be displayed. When in alphabetic mode and the abc key is selected, ad will be displayed interfering with the mdl drug search). The keypad was replaced. Baxter has initiated a CAPA to further investigate the reported event.